Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 317 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was in emergency room admitted into hospital and observed for diabetes ketoacidosis. The insulin pump will not be returned for analysis.